Event description:
Terumo medical corporation received the following information: it was reported that the catheter broke off in the patient's vein. During induction the doctor attempted to place a 22g IV catheter in the right cephalic vein. Upon readjusting when an initial flash was not observed, the catheter's tip became lodged into the subcutaneous space and became difficult to back out of the arm. The doctor then gently but firmly backed the catheter out of the arm; it was then observed that the tip of the catheter broke off of the base of the catheter and remained in the patient's arm. The doctor then created an incision with a # 15 scalpel blade in attempt to visualize the broken catheter tip and was unable to retrieve the broken piece with hemostats, so the patient was referred to specialty to have a surgeon retrieve the catheter fragment. There was no blood loss. Additional information was received on 27-mar-2026: the patient was stable and has since recovered. They did have to see a specialist for the issue.

Manufacturer narrative:
. A5: ethnicity: not applicable for animal use a6: race: not applicable for animal use . E3: occupation: vet tech we were unable to determine the details of the actual condition of the sample as it was not available for evaluation. Retention samples were visually inspected and found to be free of any catheter damage that could have caused the complaint. The samples underwent a catheter tube and catheter hub fitting force test. The expected result is that either the catheter tube will be removed/separated from the catheter hub or the catheter tube will break during the test (test is in reference to iso 10555-1). Results were all passed against our specification of >7.845n. There was no issued nonconformity report related to human error during lot production. The reported item code is produced at a semi-automated line. During catheter assembly, the catheter is cut to the desired length, and the flange is formed and pressed into the catheter hub. The catheter's tip is then formed. Based on the sr machine downtime history, there are no related machine troubles that could have caused the complaint. We perform initial quality confirmation through visual inspection and functional tests before mass production. During visual inspection 1, all products are checked for damaged or deformed catheter tube conditions.the catheter tube and catheter hub fitting test is conducted during the production process. Visual in-process inspections were conducted during 100% visual inspections to check the catheter tube condition. Before shipment, we have an outgoing inspection to check the overall condition of the product. The catheter tube undergo incoming inspection, which includes visual inspection and verification of the certificate of analysis according to the material specification. From the previous two fiscal years to the present, 64% catheter tube breakage complaints are related to usage. The result of the investigation showed that there was no attributable cause noted related to our product or the manufacturing process. The incident occurred during normal use of the catheter when it was adjusted and then removed after vein access was not achieved. Resistance was encountered while the catheter was in the tissue outside the vein, and during withdrawal, the tip separated and remained in the patient's arm. The catheter was otherwise intact prior to use, with no visible defects noted. The breakage is most likely related to the manner in which the product was used under these conditions, specifically, repositioning and withdrawing the catheter after resistance was encountered. The catheter broke due to the way it was used when resistance was encountered during adjustment and removal. No issues with the catheter were identified before use, and the incident is attributed to usage rather than a defect in the product. Our catheter tube has high tensile strength and does not break easily, even when a strong force is applied. We have routine inspections to check the condition of the products. We conduct an outgoing inspection prior to shipment to ensure the overall condition of the catheters. Therefore, our process is assured. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.